Event description:
A healthcare professional reported that this was a coil embolization of inferior mesenteric artery and lumbar artery prior to stent graft implantation to treat abdominal aortic aneurysm. After embolization of the inferior mesenteric artery using j&j coils, embolization of the lumbar artery was performed. An attempt was made to deploy the a deltafill18 20mm x 60cm coil (product code: dlf182060, lot number: 3422537s). However, detachment was not possible. There were no issues observed with the control box, including indicator lights. Since coil detachment had been performed without any problems during embolization of the inferior mesenteric artery, the issue was considered to be related to the deltafill18 coil. The deltafill18 was therefore withdrawn and replaced with another new coil of the same specification. The replacement coil functioned without any problems. There was no delay that impacted clinical practice. There was no negative impact to the patient. A continuous flush was done. Other concomitant device was coilingsupport microcatheter. A 4 fr angiographic catheter combined with coiling support (medicos hirata) system was used. The devices were used according to the instructions for use (IFU).

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 3422537s number, and no internal actions related to the malfunction were identified. Failure to detach is a known potential complication, that could cause stretching, separation and/or premature detachment. There are clinical and procedural factors, including aneurysm/vessel characteristics (i.e., tortuous anatomy), device selection, device interaction, and operator technique, that may have contributed to the reported event rather than the design or manufacture of the device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.